Event description:
It has been reported part (B)(4) lot 6045128 (helical blade inserter) the alignment indicator is stuck and can't be unscrewed. Part (B)(4) lot 6270763 (helical blade inserter) the alignment indicator will not tighten down onto the top of the main body of the instrument. 387.337 x2 (synframe half ring) screws are missing. All items discovered preoperatively and were traded out with new instruments to complete the sets. No case or patient involvement. This report is 1 of 4 for com-(B)(4).

Manufacturer narrative:
Service history review: lot 6045128: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the alignment indicator was stuck and could not be unscrewed. The repair technician reported the alignment nut was damaged, and the top of the inserter was burred. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A product investigation was completed: two parts belonging to the trochanteric fixation nail system was returned; both are helical blade inserters (part 357.372, lot 6045128, manufactured december 17, 2008 and lot 6270763, manufactured december 03, 2009). Upon receipt of these devices it was seen that both lot 6270763 and lot 6045128 are in average condition, with minor signs of hammering, the alignment indicator can be attached and removed and can be tightened onto the shaft of the inserter, there is minor damage to the internal pin of the alignment indicator but it can be mated with the shaft. The complaint against both of these parts is unconfirmed. The root cause is undetermined. Two synframe half rings (part 387.337 lot 1541106) were returned with the complaint that screws are missing. Per service and repair the complaint was confirmed. The following parts were replaced for both synframe half rings: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. The drawings for the helical blade inserter were reviewed. The device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. The complaints against these helical blade inserters are unconfirmed and the root cause is undetermined. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. The complaint against the synframe half rings was confirmed, the screws were replaced and the devices were returned to the customer. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involved. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that: the customer reported the alignment indicator was stuck and could not be unscrewed. The repair technician reported the alignment nut was damaged, and the top of the inserter was burred. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The manufacture date of this item is 17-dec-2008. The source of the manufacture date is the release to warehouse date. This item was forwarded to the complaint handling unit on 5-may-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.